Manufacturer narrative:
No sample has been returned to ambu for investigation. A retention sample and samples from lots produced before and after the lot from where the product concerned originate from, where checked by visual inspection. No broken or bent needles where observed. Production records on the finished good and supplier records on the canula, where inspected and all testing performed had passed. Simulated testing was carried out to detect if the needle breaks off from the hub when bent in wide angle position. The testing showed that the bigger the bending angle, the more likely the needle was to break. It is suspected, that the cause of the needle breaking of from the hub is multiple wide angle bending during insertion by user.

Event description:
After medication was injected, needle came out of the hub and stayed in pediatric patient's leg when doctor attempted to pull it out.